Event description:
Item number mmi02730pbx (surgical marking pen) was discovered with a defective seal.

Manufacturer narrative:
Pending device return.

Event description:
Item number mmi02730pbx (surgical marking pen) was discovered with a defective seal.